Event description:
It was reported that pump display showed only backlight with no visible graphics, which affected customer ability to interact with pump and read screen. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.